Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10293

Event description:
The affiliate reported via email during a rotator cuff repair the anchor broke alongside the unit itself from approximately 2 to 3mm off the tip. It was brand new and the first use when the issue occurred. A second anchor broke almost horizontally alongside the unit itself from approximately 2 to 3mm off the tip. It was brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on (B)(6) 2017 it was reported the broken pieces were removed from the patient. It is unknown if the original bone hole was used to complete the procedure. It is unknown what type of bone quality the patient has. It is unknown if the insertion was off axis.